Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 01/29/2020: section b. Box 5. Describe event or problem. It was previously understood that the issue occurred while in use in the patient. However, based on the updated information, the issue occurred during preparation. Note: although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. Therefore, this is not considered a reportable event.

Event description:
During preparation for a coil embolization procedure, the penumbra coil 400 (pc400) would not advance at all from its initial position within its introducer sheath on the back table. The issue with the pc400 was found prior to use, therefore, the pc400 was not used in the procedure. The procedure was completed using another pc400.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 and is being included on this follow-up #02: 3005168196-2020-00117.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400). During the procedure, a pc400 would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using a new pc400. There was no report of an adverse effect to the patient.